Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported when the surgeon went to remove the inserter after setting the anchor, the shaft broke leaving a portion of the inserter in the anchor.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: shaft broke leaving a portion of the inserted in the anchor. Probable root cause: design, poor handle connection, process, guide manufactured out of specification, improper assembly process, application, excessive force on guide. (B)(4).

Event description:
It was reported when the surgeon went to remove the inserter after setting the anchor, the shaft broke leaving a portion of the inserter in the anchor.